Event description:
A health care facility reported they received a high result of 500 mg/dl on their precision pcx meter as compared to a lab reading of 226 mg/dl performed within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation and a follow-up report will be submitted once results are available.